Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/12/2024. An investigation was conducted on 3/14/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the jaws. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defect. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000362211 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a3,b4,g3,g6,h2,h10,h11. Corrected section: h6- problem code changed to 2981.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure upon opening the sealed package, vasoview hemopro 2 wires on the jaws were detached. Therefore, the device was not used on the patient. A new device was opened to complete the procedure after a minor delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.